Event description:
A medtronic representative reported emitter inaccuracy with the site's fusion system. He said they have tried multiple instruments and troubleshooting, but the emitter is not performing as expected. No patient was present at time of event.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. The medtronic representative reported they replaced the emitter. This did not resolve the issue, so the site rep requested a new axiem box. The software investigation found that the issue was related to hardware and that the software was functioning as designed. The parts have not been received by the manufacturer for evaluation.

Manufacturer narrative:
The axiem 4 port integrated system and the em mobile field generator received by the manufacture for evaluation on (B)(4) 2013. The field generator was connected to a test system with the ent application. Verification, tracking, and accuracy look normal. The emitter passed the pegboard test with an error of 2.309mm. The field generator is being scrapped because it is an outdated serial number. It has the old style cable where the rom is inside the black case. The axiem unit was connected to a test system with the ent application. During test time the unit remained in green status on all 4 ports. Verification, tracking, and accuracy are normal. The unit passed the pegboard test with an error of 2.224mm. Device fully functional.